Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he was experiencing high blood glucose of 350 mg/dl. He called his doctor whom advised him change the reservoir and infusion set, and perform a manual injection. Since then he has been fine current blood glucose was 206 mg/dl. Troubleshooting was performed and customer declined to check for leaks or air bubble on the reservoir. Customer is not returning the reservoir for analysis.